Event description:
Alleged the head hi/low function is drifting down.

Manufacturer narrative:
The facility has replaced the trend and head hi/low down valves and the hi/low cylinder and the issue returned. The facility has not completed repairs.